Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later, healthcare professional reported "ruptured implant and disintegrated pieces" confirmed via mammogram and "capsular contracture," baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and textured to smooth". This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture and textured to smooth". Later healthcare professional reported "possible rupture and exchange of textured device due to patient's concern with product". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.